Manufacturer narrative:
Concomitant medical products: product ID: 693165 lead, implanted: (B)(6) 2006 and product ID: d314vrg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had undefined high pacing impedance and rising thresholds. The lead was partially removed and capped. A new lead was implanted. No patient complications have been reported as a result of this event.